Event description:
This report is to address the air in patient line. The customer contacted baxter's technical service center to report a check heater line which occurred on home choice (hc) during use during fill1. During troubleshooting, the home patient (hp) stated that there was a 2 feet gap of air in the patient line. The baxter technical representative (tsr) advised the hp to end therapy and start over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing was not confirmed. The root cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.